Event description:
15 cm single lumen /arrow lot number: 33f24c0525, in right brachial vein. Sterile chg dressing. Start 12:55 end 13:05 rapid response team: immediately called for seizures, unresponsive and agonal breathing. Then and patient admitted to intensive care unit.